Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion and stent dislodgement occurred. The 85% stenosed lesion was located in the ostium of the nontortuous, noncalcified proximal right coronary artery (rca). The lesion was pre-dilated with a maverick 3.5x15mm balloon. The physician attempted to place a taxus express2 3.0x20mm drug eluting stent, but was unable to cross the lesion. Upon withdrawal, the stent sheared off, but was retrieved successfully by pulling back with the catheter. The procedure was completed using another taxus stent, same size. No patient injuries or complications occurred. Patient status is satisfactory.